Manufacturer narrative:
The device was returned to bmc for investigation and customer complaints were confirmed. The adapter does have a case that melts and drums. Bmc uses a problem-free power adapter and power cord, and the power-on check device can work properly. Bmc has returned the adapter that caught fire to the raw material supplier for investigation and analysis. This fault was caused by the tin slag remaining on the pcb during the production process of the adapter, which caused the internal burning of the adapter, which was an individual device fault. In order to avoid similar problems, the supplier has been asked to strengthen the inspection of welding quality and increase the cleaning action after welding.

Event description:
React health received a complaint from a durable medical equipment provider stating a patient reported that the power supply on their CPAP sparked and created a burning smell. Patient reported that the power brick portion of the power cord was hot and the plastic housing had melted. There is no harm or injury reported. The device has been returned to the importer. The manufacturer has received the device and investigated.